Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is shaft damage at the exit notch that is consistent with damage that is seen with interaction of a guidewire. Microscopic examination revealed the balloon has a pinhole at the distal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the fourth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor patient injury were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the fourth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor patient injury were reported.